Manufacturer narrative:
(B)(4). Pump had blank display due to faulty x1 on mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify battery out limit alarm due to blank display. Pump had cracked battery tube threads and cracked reservoir tube lip. No corrosion on battery tube noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 180 mg/dl. The customer stated there was a powdery residue in the battery cap contacts. During troubleshooting, the customer was able to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.